Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor to the ruthenium labeled antibody used in the reagent was identified in the sample. Product labeling documents this interference.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free thyroxine (ft4) and free triiodothyronine (ft3) results for one patient sample compared to results by the delfia assay. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with (B)(6) for the ft4 assay. Information concerning if any erroneous results was reported outside the laboratory was requested, but it was unknown. The patient was not adversely affected. The analyzer used by the customer for the ft3 assay was cobas e601 serial number (B)(4). The customer suspected ruthenium interference with the assays. From analysis of provided data, a general reagent issue could most likely be excluded.